Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm; model#: sc-4316, lot#: 17353102/17845850, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain around the ipg site and worsening of low back pain. The patient will undergo a spinal cord stimulator (scs) explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain around the ipg site and worsening of low back pain. The patient will undergo a spinal cord stimulator (scs) explant procedure.